Manufacturer narrative:
The employee at the customer site who attempted to catch the falling install ramps went to the emergency room to have their arm evaluated. The siemens cse completed the instrument installation. The injury was caused by the employee attempting to catch the falling install ramps. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A siemens customer service engineer (cse) was at a customer site to install a dimension exl with lm instrument. While transporting the reagent management system (rms) for the instrument to the area of installation, the wheels on the rms became stuck where there is space between the elevator and the floor. The cse had placed install ramps on top of the rms unit, which began to fall when the wheels became stuck. An employee at the customer site was in the elevator, and the employee attempted to catch the falling install ramps. The employee injured their arm and went to the emergency room for treatment. The extent of injury is not known and there are no known reports of adverse health consequences due to the injury